Event description:
The account generated (B)(6) on a patient who tested (B)(6) at a reference laboratory. The physician questioned the (B)(6) results. No specific patient data was provided. The account uses an (B)(6) cutoff of 0.04 ng/ml. No impact to patient management was reported. Data provided: (B)(6).

Manufacturer narrative:
(B)(4). This report is being filed on an international product, axsym troponin-I adv, list 8k19, that has a similar us product distributed in the us, axsym troponin-I adv, list 2j44. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). To address the customer's observation, a review of the manufacturing and testing documentation was performed. During the investigation the control and calibration values obtained during final product release testing were reviewed for axsym troponin-I adv reagent lot 90148jn00. The review demonstrated that all control values were within specification and the calibration curve met assay file specifications. Additionally, axsym troponin-I adv reagent lot 90148jn00 is currently designated for use as reference material at abbott (B)(4) and has been used on (B)(4) occasions. Reference material is material whose property values are sufficiently homogeneous and well established to be used for the calibration of a device or apparatus, for the assessment of a measurement procedure or for assigning values to materials. The axsym troponin-I adv reagent kit in question was used for in-process, final release and stability testing of other axsym troponin-I adv products, including testing control and panels. All assay parameters were within specifications on each of these testing occasions and testing of controls and panels demonstrated that the reagent kit was capable of accurately recovering troponin-I concentrations. Additionally, a review of other customer complaints received to date was also carried out to determine if other customers have experienced this issue whilst using axsym troponin-I adv reagent lot 90148jn00. No related issues were identified for the reagent lot in question. No information was available on the patient history and the sample was not available for return therefore the investigation team cannot determine if there is an interfering substance in the patients blood sample. There are many reasons why discrepant results may be observed, as referenced in the axsym troponin-I adv package insert. The investigation team advised the account if another discrepant result is obtained again with this patient to carry out dilutions to verify interference and retain the sample for further investigation by abbott. In conclusion, a specific reason for the customer observation could not be determined, however, from this current investigation performed it can be concluded that no product deficiency has been identified for the axsym troponin-I adv assay and that the assays safety, effectiveness and label claims were met.